Event description:
Report 1 of 2 it was reported that at the end of an ercp procedure on the withdrawal of the duodenoscope, the distal cover came off the tip of the scope and was found in the patient¿s mouth. Biopsy forceps were used to retrieve the distal cover and then was retrieved from patient's mouth by hand.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.